Event description:
The customer contact reported air in the tubing distal to the device with no device alarm. On an unspecified date and time, the device was programmed to the deliver an unspecified local anesthetic medication and the delivery was started. No specific programming parameters were provided. On (B)(6) 2013, the nurse was called to the pt's room. At that time, the nurse noted an unspecified volume of air in the tubing set distal to the device with no device alarm. There was no report of air reaching the pt. The physician was notified. At that time, the physician checked the catheter, changed the tubing set and the container. It was reported an unspecified pain medication was given. No specific details were provided. Therapy was continued using the same device. At 1800, it was reported an unspecified alarm occurred. At that time, the device was removed from clinical service. Therapy was reused using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical for this pt. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet received. This report represents all the info known by the reporter upon query by hospira personnel.